Manufacturer narrative:
When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that, the pt was implanted in 2006. At the initial stimulation,the skin flap was too thick. The magnet would not stick, and even when the clinician could get it to stick, the internal could not be read without pushing it. They waited about 6 - 8 weeks post surgery, and tried to drain any fluid that may be present, but it did not go down. The surgeon thinned the skin flap in a surgery in 2007, and he thinned it as much as possible. The pt was at the clinic twenty-two days later, to see the surgeon again, and while it is much better than it was, they are still having trouble getting a coil to stick. They are using the sm (super magnet), but it will not stick at all. He will return in seventeen days for his new initial stimulation. In the meantime, he has been asked to wrap his head to try to reduce any swelling that may be present. The pt returned to the clinic ten days earlier, to try the smm (super strong magnet), following last week's attempt at magnet retention with the sm magnet. The smm coil was still not strong enough to retain the headpiece. The surgeon attempted to measure the skin flap thickness by inserting a needle into it and concluded that the skin flap was still too thick. The surgeon is to a make another attempt at thinning the flap in a few weeks time.